Event description:
It was reported that during a surgical procedure at the user facility the battery housing fractured and the battery was exposed. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event

Manufacturer narrative:
Failure analysis is in progress.

Event description:
It was reported that during a surgical procedure at the user facility the battery housing fractured and the battery was exposed. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event

Manufacturer narrative:
The reported event, the housing fractured, was confirmed. The technician observed that both guide rails were broken off if the housing. The rails were broken most likely due to the housing being exposed to impact or as a result of improper sterilization. Improper sterilization including improper rinsing or use of improper concentration of a basic disinfectant can also weaken the housing making the hinges or the guide rails more susceptible to breaking. The device was scrapped by stryker.